Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's lead penetrated their skin following a traumatic injury (details were unknown). It was noted that the patient had just received a replacement implant about 1 to 2 months ago. Additional information was requested.